Event description:
It was reported that the customer's insulin pump lost power and died. The customer's blood glucose levels are unknown. The customer stated he received a low battery alert but ignored it. The customer was advised to make sure the insulin pump's time and date were correct. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).